Manufacturer narrative:
Fifteen samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted that one of the device was not properly full of liquid. The other 14 samples had no issues. Leak and squeeze testing were performed on all 15 samples and noted a leak from the seam near the administration port for the one affected sample. The other 14 samples had no leaks and were found to operate per specification. The reported condition was verified for one sample. The cause of the condition was determined to be due to a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a intravia container. The reporter stated that prior to dispensing, they noticed that the over-pouch had a significant amount of liquid floating at the bottom. There was no patient involvement. No additional information is available.